Event description:
A customer reported receiving an error 4 message on her freestyle blood glucose meter and not being able to test her blood glucose. The customer reported changing her treatment due to not being able to test. The customer reportedly first noticed the meter issue in 2008. The customer reported experiencing symptoms of hyperglycemia. She was reportedly hospitalized eleven days in 2008, at the hospital her blood glucose was reportedly over 500 mg/dl. The customer reported being diagnosed with severe hyperglycemia and treated with insulin and intravenous fluids. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned.